Manufacturer narrative:
The returned device was evaluated and was not deployed. Based on the data, the device was observed to have been deactivated after the first priming sequence ended. No issues were noted that would result in a failure to deploy or high blood glucose.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle/cannula failed to deploy or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the cannula never deployed when the patient's blood glucose was 480mg/dl. The pink slide did not move forward and the cannula was not visible. The pod was worn for less than an hour.